Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with the alleged issue to perform failure analysis. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument metal branch had detached from the plastic plate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a dislodged or unhinged jaw or grip tip, but no missing fragments were reported, and nothing fell into the patient. No tissue was excised due to the event. Information regarding jaw release, instrument removal, and procedural impact was not available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 15mm x 4.75mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a detached fragment at the molde insulator. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.